Event description:
It was reported that (2) tvc55 were used during an unknown procedure. It was reported by the rep that the devices did not advance. Devices locked out due to orange tab. There was no consequence to pt.